Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30mg/dl. Low bg cause was not known. Customer drank orange juice to address bg. Reportedly the customer was disoriented, and emergency medical services (ems) were called. Ems only observe customer until bg came back up and did not provide any medical intervention. Recommendation was made to consult with a healthcare provider to discuss diabetes management.